Event description:
It was reported that the customer received a button alarm 22. Customer had high blood glucose levels (225 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).